Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs in 2009 alleging an error 5 message on her one touch ultra mini meter. The patient mentioned that the error 5 message had been displaying since four days prior to contact lifescan. Due to the error 5 message, the patient continued to take his usual dosage of novolog insulin, 25 units. Approximately 2 days later of no testing and continuing to take his insulin, the patient felt shaky. He did not seek any medical attention or self-treat. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. The issue was not resolved via troubleshooting. The meter was replaced. The complaint is being reported since the patient alleged that due to the error 5 message, he continued to take his insulin and later developed symptoms suggestive of hypoglycemia.